Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 209.1 mcg/day via an implantable pump. It was reported that the pump was very mobile and hard to interrogate. The user was able to communicate with a pump, despite with difficulties. However, the physician could not ¿accept¿ the reservoir port, and they could not perform a refill. The pump currently had 2.1ml remaining. X-ray imaging confirmed that the pump was flipped. The patient had surgery to reposition the pump. Intra-operatively, the hcp discovered that the pump was not sutured, which could have contributed to the flipping. Pump revision and re-suturing was performed. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s age, medical history, and other medications was unavailable.